Event description:
Pt started on cadd plus pump and pump checked by 2 rn's. Pt returned five days later at weekend saturday clinic to have pump discontinued. When nurse went to discontinue, pump cassette was not attached to pump, when pt left 5 days ago cassette was attached. No medication given since cassette pm not attached, amount of medication in cassette not measured. Retrieved pump to check it out. Rptr noticed the screw to attach cassette to pump very hard to turn and was able to remove cassette from pump after screw partially turned. This might explain how cassette came off pump. Called infusystem to explain problem and send this form to fill out as well as sending a call tag to pick up pump. Infumed picked up pump.